Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete essential performance testing ) has been confirmed. Upon investigation the electrode belt trunk cable connector was severed. The root cause for severed cable was physical abuse. No adverse events occurred from the damaged electrode belt.